Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system was operating as intended. The error was not duplicated. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.